Event description:
It was reported that when maintaining the catheter placed in the patient two months ago, the operator observed water leaked from sand holes beneath the insertion site. The catheter was removed since it was unable to reach the superior vena cava after cutting.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned video evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. However, the cause of the leak is unknown. One video of a 4fr s/l groshong nxt clearvue catheter was returned. The video showed the catheter implanted in the patient and a fluid leak at approximately 1cm from the insertion site. Possible contributing factors include sharp instrument damage, flexural fatigue, exposure to incompatible chemicals, and over-pressurization; however, the lack of a returned physical sample prevented identification of a root cause(s). Consequently, this complaint is confirmed and the cause is unknown at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx4289 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the catheter placed in the patient two months ago, the operator observed water leaked from sand holes beneath the insertion site. The catheter was removed since it was unable to reach the superior vena cava after cutting.